Event description:
It was reported that this right atrial (ra) lead exhibited pacing impedance high out of range. The lead remains in service. No adverse patient effects were reported. Additional information was obtained; the lead was presenting minute ventilation (mv) chop causing a switch to unipolar. The lead was switch back to bipolar and the impedance went back to normal.

Event description:
It was reported that this right atrial (ra) lead exhibited pacing impedance high out of range. The lead remains in service. No adverse patient effects were reported.